Event description:
It was reported that a female patient with a date of birth of (B)(6) 1957 (63.2 kgs) underwent an atrial flutter left (l-afl) ablation procedure with octaray, perseid, 48p, 2-2-2-2-2, d-curve. The spline sheared off the octaray after becoming stuck in the mitral valve and the patient experienced a spline becoming trapped in the right gluteal artery. It was reported that during a left-sided atrial flutter, it was noticed that a piece of an octaray catheter spline became entrapped in the patient. When mapping, the octaray catheter became stuck in the mechanical mitral valve accidentally. The bwi representative reported that simultaneously, they could see one of the octaray catheter splines had lost all signal on the carto 3 and recording system. The octaray catheter was removed from the body at this point, and it was noticed that one of the splines was sheared off. A piece of the same spline was still inside the patient. The bwi representative reported that treatment was currently in progress to remove the spline piece from the patient. They believed that they have located the spline piece to be in the superficial femoral artery, near the patient's groin. The patient was in stable condition at the time of the call. The physician¿s opinion on the cause of this adverse event is that it was patient condition related as the patient had a mechanical mitral valve that entrapped the octaray. No intervention was necessary per the interventional radiologist as the piece of octaray was located in the right gluteal artery and was defined as a benign location with no need to retrieve. The patient outcome of the adverse event is unchanged. Octaray partial spline left in patient with no residual effects. The patient did not require extended hospitalization because of the adverse event. The damage resulted in wires being exposed. The damage did not result in any lifted or sharp rings. There was no resistance when removing the device from the body; however, there was resistance during entrapment within mechanical mitral valve. There was a total detachment of 1/2 octaray spline b. The patient has not exhibited any neurological symptoms since the procedure was completed. Since the event (foreign body) might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. The medical device entrapment-excessive manipulation required, tip fully separated, and internal components exposed issues were assessed as MDR reportable product malfunctions.

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 25-oct-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
H6. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. The device evaluation was completed on 12-nov-2022. It was reported that a female patient with a date of birth of (B)(6)1957 (63.2 kgs) underwent an atrial flutter left (l-afl) ablation procedure with octaray, perseid, 48p, 2-2-2-2-2, d-curve. The spline sheared off the octaray after becoming stuck in the mitral valve and the patient experienced a spline becoming trapped in the right gluteal artery. It was reported that during a left-sided atrial flutter, it was noticed that a piece of an octaray catheter spline became entrapped in the patient. When mapping, the octaray catheter became stuck in the mechanical mitral valve accidentally. The bwi representative reported that simultaneously, they could see one of the octaray catheter splines had lost all signal on the carto 3 and recording system. The octaray catheter was removed from the body at this point, and it was noticed that one of the splines was sheared off. A piece of the same spline was still inside the patient. The bwi representative reported that treatment was currently in progress to remove the spline piece from the patient. They believed that they have located the spline piece to be in the superficial femoral artery, near the patient's groin. The patient was in stable condition at the time of the call. Device evaluation details: a picture was received for evaluation following biosense webster's procedures. According to the photo provided by the customer, one of the splines was observed sheared off. Also, exposed wires were observed. No other damages or anomalies were observed during the photo analysis. Although the photo does not provide the carto 3 screen, the damage observed on the spline could be related to the customer complaint reported regarding the loss of signals on the carto 3 and recording system; however, this cannot be conclusively determined. The product was returned to biosense webster inc. (Bwi) for evaluation. A visual inspection was performed following bwi procedures. Visual analysis revealed that the splines and electrodes were detached with internal parts exposed, the root cause of the adverse event could be related to the usage of the catheter with a patient with a mechanical valve. The physician¿s opinion on the cause of this adverse event is that it was due to patient condition, the patient had a mechanical valve that entrapped octaray the customer complaint regarding spline damage was confirmed. The root cause of the adverse event could be related to the usage of the catheter with a patient with a mechanical valve. The IFU (instruction for use) states that the catheter is contraindicated for patients with the following conditions: a prosthetic valve. This patient population is subject to increased risk of embolization of components and resultant patient sequelae. A manufacturing record evaluation was performed for lot 30715800l and no internal actions related to the complaint were found during the review. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).